Event description:
It was reported that the monitor generated a bradycardia alarm on bed 7 on (B)(6) 2012 between 16:00 and 18:00. The staff did not know the exact time. When the nurse went to the bed, the infant was blue in the face but the monitor showed an sao saturation of 100%. An sao alarm reportedly did not occur. The logs were saved, but long-term data is gone because of the monitor change. At the time of the event, the staff did not know the disease of the infant. The only thing the staff knows is that the infant often forgets to breathe. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.